Manufacturer narrative:
Concomitant medical products: ddbc3d4 ICD implanted: (B)(6) 2016; 0293 boston scientific lead implanted: (B)(6) 2016. Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was returned without any information. The lead subsequently tested out of specification. No patient complications have been reported as a result of this event.